Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation and additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2017. The patient reported that he first became aware of the inaccuracy issue 3 days prior to contacting lfs; however, he advised during the follow-up call that he believed that the meter had been reading inaccurately for some time. The patient manages his diabetes with self-adjusted insulin (humalog) and claimed that on (B)(6) 2017, he tested his blood glucose using the subject meter and although he was unable to recall the result(s) obtained, he stated that he administered 20 units of an unspecified insulin and 10 units of humalog in response to the reading obtained. The patient advised during the follow-up call that an unknown time after administering his medication, he became ¿shaky and began trembling like a leaf.¿ the patient stated that at 3-4 a.m., on (B)(6) 2017, he went to the emergency room (e.r) and that upon arrival his blood glucose was tested using the ER device and a result of ¿680 mg/dl¿ was obtained. The patient stated that he was subsequently treated with insulin by a health care professional (hcp) for high blood sugar and that he remained in hospital for 1 month which was followed by another month in rehabilitation. The patient also claimed that on (B)(6) 2017, he obtained blood glucose readings of ¿495, 420, 450 and 395 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs¿s criteria for precision. At the time of troubleshooting, the csr confirmed that the unit of measure had been correctly set on the subject meter and that an approved sample site had been used to obtain the results. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because whilst using the subject device, the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event whilst using the subject device. The alleged issue could not be ruled out as a cause or contributor to the development of symptoms or the requirement for hcp treatment.